Manufacturer narrative:
(B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the juggerknot instrument tip was found bent when the package was opened. The device was attempted to be used in the surgery, but was not able to be successfully used. An alternative product was used to complete the surgery. No harm to the patient or impact to the surgery was noted. No additional information has been provided at this time.

Event description:
It was reported that the juggerknot instrument tip was found bent when the package was opened. The device was attempted to be used in the surgery, but was not able to be successfully used. An alternative product was used to complete the surgery. No harm to the patient or impact to the surgery was noted. No additional information has been provided.

Manufacturer narrative:
The follow up report is submitted to relay additional information received the complaint is confirmed based on the returned complaint sample for evaluation. Visual inspection of the inserter shows the tip was bent. As returned, the suture was disassembled from the frame however the leur cap was not released. The device history records were reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.